Event description:
As reported: a headway 17 was used for a coiling. The wires were very difficult to push through the headway and the headway folded up at the tip when the coil was pulled back. Patient is doing fine. When the device was received for evaluation, the investigation findings found an exposed lumen coil.

Manufacturer narrative:
The investigation found the returned guidewire with strands of ptfe liner from the microcatheter lumen on the distal end. The returned microcatheter was found flattened at 6cm from the strain relief. The guidewire could not advance into the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. The lumen of the microcatheter was found to have delaminated ptfe with the lumen braid exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened shaft, but this damage is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the delaminated ptfe liner and the exposed lumen coil, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. This event is being reported due to the finding of the exposed lumen braid out of an abundance of caution, as it is deemed that should the event recur, it could potentially cause injury.